Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Tandem technical support was unable to determine a possible cause for the past occlusions. A system check using the current supplies show the infusion set site as a possible cause; however, after changing the infusion set site and pump supplies, the occlusion continued. The customer's blood glucose (bg) level was 400-487 mg/dl. The customer was to use insulin injections to address the bg level and to manage diabetes.